Event description:
Caller reported that the tubing of the infusion set separated from the connector with the connector needle. Caller stated insulin leaked out of the tube. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.